Manufacturer narrative:
The returned lead (sc-8216-50, sn (B)(6)) was analyzed and the cables of the lead were cleanly cut and exposed as if the lead was pulled during the explant procedure. The damage is a result of a typical explant procedure, and it is not considered a failure. With all the available information, boston scientific concludes the reported allegation of high impedances was confirmed. One of the proximal ends has crushed contact 8, suggesting that the ipg setscrew was tightened/locked down when the lead was not fully inserted. The lead not being fully inserted resulted in the lead contacts misalignment with the ipg spring contacts, causing the reported high impedances. The probable cause selected is unintended use error caused or contributed to event. The lead migration resulting in undesirable changes in stimulation and subsequent reduction in pain relief is one of the possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, the probable cause selected is known inherent risk of device.

Event description:
It was reported that the patients leads had migrated and also had high impedances. The patient underwent a lead replacement procedure and the patient was doing well postoperatively. The explanted product will not be returned. No device malfunction was suspected.

Event description:
It was reported that the patient's lead had migrated and high impedances was noted. The patient underwent a lead replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted product will not be returned.